Event description:
It was reported that an asahi gaia second guide wire was used in a percutaneous coronary intervention to treat a chronic total occlusion (cto) in the unspecified coronary artery. When the guide wire was introduced to the cto, the physician noticed that the tip of the guide wire was split in two parts. The guide wire was immediately removed and discarded. A new gaia second was used to continue the procedure in the same way and it also became split at the extremity. No additional information provided. Two gaia second guide wires were involved in this case. Reported as MFR report #: 3003775027-2022-00071.

Manufacturer narrative:
Manufacturing site: (B)(4). Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the provided information and referring to known similar events, it was presumed that stress generated with wire manipulation in attempts to cross the cto had likely contributed to split of the two guide wires. The applied stress would localize and exceed the product design limit when the wire tip was being caught and restricted its movement by the cto. It was concluded that this event was not attributed to product quality. Whether the two guide wires completely separated or not could not be determined based on the provided information; therefore, conservatively considered that the wire fragments could be retained in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Malfunction and adverse effects: separation or breakage of the guide wire.